Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the over delivery of the insulin. Customer alleges the insulin pump. Customer¿s blood glucose level was 55 mg/dl at the time of the incident and the current blood glucose value of the customer was 55 mg/dl. The customer was treated with the glucose tablets. Other relevant blood glucose level of the customer was 218 mg/dl, 60 mg/dl, 98 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Unit received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.